Event description:
It was reported that; cracked solis cage (next to the inserter fixation point).

Manufacturer narrative:
Method: device history review; visual inspection; complaint history review; risk assessment; additional document review results: the returned device was confirmed to be cracked/fractured. Device history review indicated all devices accepted into final stock met specifications. Visual inspection of returned device confirmed to be cracked/fractured. A materials analysis suggested that the cage fractured in fast propagation, this means that fracture was likely caused by a sudden impact. The surgical technique indicates that the implant should be inserted into the disc space in the midline of the spine and that in order to accommodate the spikes of the implant, the disc space should be slightly overdistracted. In this case the rep confirmed disc space was slight over-distracted while initial insertion, however not confirmed when replacing more in the center. Furthermore, correspondence indicated the cage fractured when surgeon wanted to place cage a bit more in the center of the endplates and inserter was disconnected already and therefore connected again while the cage was in the patient. Conclusion: the plausible root cause of the reported event is a misuse - excessive impaction force during cage insertion. This cause was confirmed by a materials analysis which suggested that the device fractured in fast propagation.

Event description:
It was reported that; cracked solis cage (next to the inserter fixation point).